Manufacturer narrative:
From the lot number provided by the end-user, the only push button electrosurgical pencil produced with the provided lot number was a catalog number 130309a, a disposable, handcontrol goldline push button pencil. The device in question, a goldline electrosurgical pencil with 1" blade, is designed to be used as accessories in conjunction with the electrosurgical units and electrodes with which they are known to be compatible. Their use enables the operator to remotely conduct an electrosurgical current from the output connector of an electrosurgical unit to the operative site for the desired surgical effect. The intended use of the goldline pencil, a single patient use electrosurgical accessory, is to provide therapeutic energy as electrosurgical current to the target tissue. A concomitant medical device used in the incident and returned to conmed was a conmed surefit dispersive electrode, catalog number 410-2000, lot number 1312135. A review of the manufacturing documents from the DHR/lhr, device history record/lot history record, for lot 1310073 (goldline electrosurgical pencil) and lot 1312135 (surefit dispersive electrode) has verified the devices were produced according to current and approved procedures and material specifications. Non-conformances regarding the product's identity, quality, safety, effectiveness or performance were not identified during manufacture. It was reported that, "there was a towel sitting on the patient's lower abdomen & the wire of the cautery was lying across it. As soon as surgeon started to work on first wart he saw smoke coming from the towel and threw it to the ground. Once the towel hit the ground he saw flames & extinguished them immediately with his foot. The pencil & pad were immediately removed from patient. A new pad & pencil were opened and the procedure was completed with no further issues." The returned electrosurgical pencil and dispersive electrode were examined in the quality engineering laboratory. No damage to the pencil or wire section was observed during the review. The complaint device was connected to the system 5000 esu, electrosurgical unit, and steel plate. The cut & coag functions worked as intended during the examination. The product was evaluated with a system 5000 esu at 75 w. The surefit dispersive elecvtrode associated with the complaint was also checked by the lab technician during the review. No physical damage to the wire insulation or plug was observed during the review of the dispersive electrode. No physical damage to the wire insulation or plugs were observed during the review of either conmed device utilized in the reported event. No exposed wire was observed on either the electrosurgical pencil or dispersive electrode that can cause the sparking or fire during the use. The complaint failure mode was neither confirmed nor unconfirmed during the review. The failure mode was determined to be inconclusive. The root cause of the failure mode is unknown. No corrective action is recommended at this time. Conmed is considering this complaint closed.

Manufacturer narrative:
The device has been returned to conmed corporation on (B)(4) 2014; however, the quality engineering evaluation has not yet commenced. Based on the returned product and the reported lot number, the device is either catalog number 130309a, a disposable goldline push button pencil with 1" stainless steel blade,or, catalog number 131309a, a disposable goldline push button pencil with 1" ultraclean blade. On re-review of this event the description of the reported injury alone does not make this a reportable event. The injury incurred in this incident is a minor injury, a first degree burn. Based on the injury alone - this is not a reportable event; however, due to the fact that if this event occurred again, there exists the potential that this could cause a serious injury to the patient or to the end-user of the device. Therefore, this is an FDA reportable event. On completion of the quality engineering evaluation a supplemental report will be submitted.

Event description:
It was reported, " patient had 2 procedures scheduled. He had a colonoscopy first and then they moved to wart removal (around anal area). Patient had a grounding pad on and was hooked up to a generator (valley lab force fxc). Surgeon checked that cautery & esu were working and proceeded. There was a towel sitting on the patient's lower abdomen & the wire of the cautery was lying across it. As soon as surgeon started to work on first wart he saw smoke coming from the towel and threw it to the ground. Once the towel hit the ground he saw flames & extinguished them immediately with his foot. The pencil & pad were immediately removed from patient. A new pad & pencil were opened and the procedure was completed with no further issues. Patient had some redness & white blanching and singed hari in scrotum area. Patient was admitted for observation overnight. He has since followed up with surgeon & is doing very well at this time (no pain). Patient was prescribed bacitracin. This incident has been reported to the state but not the FDA." Further information received confirm that the wire from the electrosurgical pencil was the wire that was across the towel that started on fire; therefore, this report is regarding the electrosurgical cautery pencil.